Event description:
It was reported that mid-perfusion, the arterial cannula connector popped out of the hepatic artery unexpectedly. The connector was repositioned twice, however, the connector would not stay in place and the issue was unable to be resolved. Perfusion was stopped for 35 minutes and the cannula was replaced. The liver was successfully transplanted.

Manufacturer narrative:
Perfusion circuit was disposed of and was not made available for analysis. No images were available for review. A device history record review was performed on the associated lot. No deviations from the established processes were identified. The cause of the reported issue could not be determined.

Manufacturer narrative:
This report is being submitted to correct information provided in the original MDR. The original submission incorrectly listed the manufacturer number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.